Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. The topweb unit package attached to the in-process inspection form, mfg-003/l had shown that the variable print details were present during the start shift inspection. There is a visual inspection to check for missing variable printing graphic at the qa outgoing inspection per mqa-013/c with no abnormality observed during the inspection. The primary packaging process was received. Probable root cause could be that the cable for the printer worn off due to constant rubbing (to & fro) motion resulted in signal lost during printing process and thus causing missing variable print. Action had been taken to change all cables to drag chain cable to eliminate wear and tear due to rubbing (to & fro) motion on jan 2023. There were no similar complaints from other customer on the reported batch 2346288. This could be an isolated case where only 1 strip was affected. The complaint trend will be tracked and monitored.

Event description:
Bd disposable needles 21g - lot number not printed on 3 units. Batch number not printed. Sample pics attached.

Event description:
It was reported that bd needle 21g 1in label content was missing the following information was provided by the initial reporter; bd disposable needles 21g - lot number not printed on 3 units. Batch number not printed. Sample pics attached

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.